Event description:
A nurse reported no [gas] bubble was found in the patient's eye one day after intraocular gas instillation. The patient was retreated with a gas injection the following day. It was reported there was no harm to the patient following the additional procedure.

Manufacturer narrative:
There have been no other reports in the lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.